Event description:
It was reported that patient had a total hip surgery on (B)(6) 2013 and during patient's follow up visit, patient said they were having pain in their hip. Surgeon took x-rays and discovered a peri prosthetic fracture that needed to be revised. Surgeon removed stem and head ( liner and cup remained implanted). Surgeon replaced with restoration modular 50x155 stem cone body and a 21+0 head.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that patient had a total hip surgery on (B)(6) 2013 and during patient's follow up visit, patient said they were having pain in their hip. Surgeon took x-rays and discovered a peri prosthetic fracture that needed to be revised. Surgeon removed stem and head ( liner and cup remained implanted). Surgeon replaced with restoration modular 50x155 stem cone body and a 21+0 head.

Manufacturer narrative:
The event was not confirmed as no device was returned for inspection and no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no previous reported events for this lot ID. The exact cause of the event could not be determined because no patient medical records were provided and the reported device was not returned for inspection.